Manufacturer narrative:
(B)(4).

Event description:
It was reported that the lead exhibited electrical measurement anomalies. During lead revision, insulation damage was observed. The lead was explanted and replaced. The patient was in stable condition post procedure.